Event description:
It was reported that oversensing of noise was seen on the electrogram (egm) due to fast ventricular tachycardia (vt) detection. In addition, non sustained ventricular tachycardia (vt) was also seen on the electrogram (egm) with similar oversensing of noise. At this time the system remains implanted. No adverse patient effects were reported.